Event description:
It was reported that it had been one week since implant and on the day of the call, the patient was feeling shocks in the car. The shocking had stopped, but the patient was afraid of sitting in a certain position and being shocked again. It was stated the patient ¿jumped¿ when they were shocked. It was thought that the shocking was down by the implant area in the buttocks. The patient wanted to turn the stimulator off. The patient was on program 1 at 2.4v. About a week later, it was reported, the representative was able to confirm stimulation being on with the current setting. No program changes were made and the patient and their spouse were coached on using the programmer.

Manufacturer narrative:
Product ID 3889-28, lot# va0gul8, implanted: 2014 (B)(6); product type lead product ID 3037, serial# unknown; product type programmer, patient. (B)(4).